Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon inflating the balloon catheter, there was visible contrast inside and the balloon would not deflate under negative pressure. Retraction of the balloon into the competitor catheter denuded the balloon from the catheter and it dislodged into the coronary sinus. The detached balloon was located in the left inferior pulmonary artery. Snaring and aspiration were unsuccessful in retrieving the balloon and the balloon was pushed further and abandoned. No patient complications have been reported as a result of this event.